Manufacturer narrative:
(B)(4). Medical product: catalog #: 00598801215, nexgen stem extension straight 15mm diameter 30 mm length, lot # 61344064, unknown nexgen bearings. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to being retained by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device retained by facility.

Event description:
It was reported that a patient underwent an initial right knee procedure on an unknown date. The patient had complained of pain and the surgeon believed the tibia to be loose. Upon evaluation during surgery this was confirmed and the patient was revised due to loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.